Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: czech republic. It was reported that the thread broke, needle detached, and the needle bent.

Manufacturer narrative:
Samples received: 15 unopened pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 15 closed samples to analyze this complaint. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.13 kgf in average and 0.116 kgf in minimum (ep requirements: 0.10 kgf in average and 0.036 kgf in minimum) we have also tested the needle attachment of the samples received and the results do not fulfil the requirements of the european pharmacopoeia (ep). On the other hand, the needles of the closed samples received have been checked and are the current and usual ones. We have not observed any material defect that could cause the incidence. We are not able to test the bending strength for these micro-needles. Remarks: when working with suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Care should be taken to avoid damaging the needle when using the suture material. Always grasp the needle in a section 1/3 to 1/2 of the distance from the fiber attachment end to the needle point, never at the end where the fibre is attached or the needle point. Grasping the needle at the area of its point could impair the penetration performance and cause a fracture of the needle. Grasping the needle close to the fibre attachment end could cause bending, breakage. Final conclusion: taking into account that the results of needle attachment of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.